Event description:
Patient complained about lumo on right knee after the first injection approx. 6 months ago. The non-cancerous tumor is bigger than her knee cap, has to see a plastic surgeon to get it removed next month. Says she advised mdo of this and he still prescribed it. Dose or amount: 6 ml milliliter(s). Frequency: other; once in 6 months. Route: intra-articular. Diagnosis or reason for use: unilateral primary osteoarthritis.